Event description:
It was reported that pump experienced malfunction alarm code 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset procedure, confirmed that malfunction did not recur after reset, advised customer to continue using pump and to call back if any malfunction code recurred, and device was not returned.